Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "ruptured" implant. Explant status is unknown. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and a flat crease. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a striated opening on the posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis, the final assessment was a striated edge opening on posterior side due to surgical damage.

Event description:
Device is a saline implant. Device has been explanted.